Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump. After reset, the malfunction did not recur, and the customer was instructed to call back if the issue happened again. Customer acknowledged and understood this information.